Manufacturer narrative:
Further information was requested but not received.

Event description:
Related manufacturer reference number: 2017865-2022-13686. It was reported that the patient developed an infection and presented to the hospital. A transesophageal echocardiograph (tee) was performed which showed vegetation on the right ventricular lead. The entire pacemaker system was then explanted successfully. There were no complications from the procedure.

Manufacturer narrative:
Correction: section a4 ¿ should have been "74 kilograms" rather than "173 pounds". The reported event of adverse event without identified device or use problem was not confirmed. The device was returned for analysis. Interrogation, visual examination and preliminary test was normal with no anomalies found. A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities. Review of the sterilization records confirmed normal sterilization cycles for the products.

Event description:
New information received notes that the patient's condition was stable.